Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a hospitalization due to high blood glucose. The customer reported vomiting. The customer's blood glucose was 504 mg/dl at the time of hospitalization. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. The customer stated that the insulin pump was not giving him enough insulin. During troubleshooting, the customer reinserted the reservoir and performed a manual prime, the insulin did exit. The current blood glucose reading is 282 mg/dl. Nothing further reported.